Manufacturer narrative:
Alleged failure: technician on call received a call that the unit was flowing too heavy giving two patient edema. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be an issue with the gas adapter used by the customer and/or the accessories used with the unit during the event. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient experienced edema due to overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient experienced edema due to overpressure.